Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing of right ventricular sense (rvs) on the atrial channel. Technical services recommended reprogramming device to fixed sensitivity and extending atrial blank of rvs. Additionally, there was intermittent loss of capture on the rv channel. The device currently remains in service and no adverse patient effects were reported.